Event description:
The physician reported that total of three (3) incidents had occurred at the user facility where the 100mm k-wires broke off in the bone. In this inquiry, the physician is referencing only two (2) incidents. The physician recounts that the device splits into two (2) pieces, leaving a piece about 12mm long inside the bone that has to be removed. The physician uses additional instruments to remove the remaining k-wire out of the bone tissue.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.